Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during the first cycle of peritoneal dialysis therapy. During troubleshooting, it was determined that the supply bag got disconnected from the supply line of the amia cassette at the connection point. The patient stated that the connector part of the supply line that was connected to the solution bag disconnected by itself. Renal therapy services (rts) advised patient to follow the on screen instruction and remove the cassette and bags. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. A share source log review was performed which identified the alarm as low priority 30166 (max air exceeded) alarm. The device was discarded; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.